Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of low voltage alarms was confirmed via log file analysis and submitted videos. On (B)(6) 2025, while connected to 14v batteries, intermittent low power advisory alarms activated due to the relative state of charge (rsoc) voltage associated with the black power cable fluctuating outside of the expected voltage range. The alarms were not associated with power source exchanges and quickly resolved each time. Pump operation was not affected. The heartmate 3 system controller (B)(6) was not returned for analysis. Videos submitted by the customer revealed the patient¿s 14 volt lithium-ion battery sets had 2 bars of charge and the system controller history captured low voltage alarms occurring on (B)(6) 2025. The root cause for the reported event was unable to be conclusively determined through this analysis. Device history records were reviewed and showed no deviations from manufacturing or quality assurance (qa) specifications. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website heartmate 3 IFU section 7- ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 - ¿alarms and troubleshooting¿ explain how to troubleshoot the system controller, including low voltage alarms. Heartmate 3 IFU, section 8 - ¿equipment storage and care¿, and heartmate 3 patient handbook, section 6 - ¿equipment maintenance¿, explain how to properly take care and maintain the integrity of the system controller, 14v batteries, and battery clips. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was at home and heard and saw the low voltage alarm on the controller. The patient then checked the recently purchased batteries and noticed that they still showed two levels of charge remaining (two fewer lights lit up). The patient stated that the same thing happened with the other batteries, which are listed in this report. According to the patient, each fully charged battery lasts approximately 10 hours. The controller was exchanged due to the power fluctuation in one of the power cables, which resolved the alarms. The batteries were not returned as they were not damaged.